Event description:
On (B)(6) 2012, it was reported that the pt went to the hospital via ambulance on (B)(6) 2012 because her blood glucose was 500 mg/dl. The pt felt sick and vomited. The pt uses a competitor's infusion set and there was a separation at one of the connections in the infusion set. The hospital staff stopped the infusion device. The following day the pt began utilizing the infusion device again. At 9:00pm the pt's blood glucose was 159 mg/dl. At 10:00pm, it was 306 mg/dl. At 11:00 pm her blood glucose was 413 mg/dl and she administered 6.0 units of insulin (it is unknown if the insulin was delivered via infusion device or injection). The next day, (B)(6) 2012, the pt's blood glucose was 560 mg/dl and use of the infusion device was stopped. The pt felt sick and was given an IV of insulin. The pt's diet counselor is concerned that the infusion device is not delivering accurate amounts of insulin. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.